Event description:
A (B)(6) year old female admitted in (B)(6) 2018, for generalized weakness in extremities. While undergoing an MRI she complained of burning on back, upper extremities and specifically the area where three EKG electrodes were located in her torso. The involved area (where the three EKG electrodes had been placed) left half-dollar size redden area with blisters, and back area was redden with "sunburn" appearance. The would care nurse was consulted and treatment included topical cream, allevyn foam xeroform gauze. During the MRI procedure, usual standard practice was followed including leaving EKG electrodes on and not removing - the electrodes are approved as "conductive adhesive hydrogel, radiolucent."